Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the advocate for the patient with pacemaker system called technical services (ts) and reported that the patient had visited the emergency room (ER) after a syncopal episode. The advocate inquired about any stored events were recorded by the device. Ts verified a consult transmission was performed. Ts referred the patient advocate to the device treating clinic for any medical information. No adverse patient effects were reported. This pacemaker remains in service.